Event description:
Based on the report, the product was returned as an implant failure because of lack of osseointegration. Implant was removed because of bone condition and pain. Based on the report, the pt had good oral hygiene and good bone condition. The pt had a medical history of arthritis. The fixture was placed with primary closure in tooth location #22. No bone material was used. A two stage surgery was done and the fixture was placed with a primary closure. The doctor indicated that the device was not rec'd damaged or defective such that it would not perform as intended. The pt outcome was reported as recovered, no complications.

Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.